Event description:
It was reported that a paclitaxel set leaked at the site where the luer connects to the intravenous (IV) catheter. Blood started to pour out at connection site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2023, reported as "sometime during the week of (B)(6)." Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: correct aware date from april 24, 2023 to april 20, 2023. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.